Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the handset was faulty. The handset was plugged in to charge and the red led flickered indicating the electronics were no good. The underlying cause could not be identified.

Event description:
Faulty hand control.